Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes: 3 or 4 mmol/l (or lower) and 11 or 11.5 mmol/l, within 10 minutes: 5.9 mmol/l and 15 mmol/l, and within 10 minutes: 2.9 mmol/l and 7.7 mmol/l. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.